Manufacturer narrative:
Occupation is lay user/patient. The customer's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(6) when compared to a laboratory result using an unknown method. At 4:30 p.m. The laboratory result was 3.8 inr and at 6:57 p.m. The meter result was 2.8 inr. The patient's therapeutic range is 2.5-3.7 inr and tests every 2 weeks. The patient is in stable condition.